Event description:
Patient on aquapheresis settings of blood flow 20 and uf (ultrafiltration) rate 200 (correct settings), correct at 1500. At 1540, machine discovered to be at settings of blood flow 40, uf rate 0. Settings changed back to original settings. Per machine menu, seems to have been set to wrong settings for somewhere between 20 and 40 min. Neither bedside nurse, buffer, break nurse, or dialysis nurse manually changed settings. Total fluid removal and treatment time still reading as they should for the day¿s dialysis run. Patient appears unharmed, and uf rate increased temporarily to make up for some of the gains. Patient's bp (blood pressure) remained wnl (within normal limits). Machine setting reset itself rn (registered nurse) are not sure why the aquadex console reset itself, no one witnessed or touched the console during that time. Pcm (patient care manager) reached out to vendor of the issue, unable to get an answer. Aquadex console will be shipped back to manufacturer for analysis. There was no harm detected. This is not a recurring event.